Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to operate. No further information was available regarding the malfunction. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The device was returned to zoll medical corporation; the malfunction was observed during review of the device's history log. The device was put through extensive testing without duplicating the malfunction. The device's spo2 module was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Due to the fact that the device can still administer therapy, reports of this nature do not meet the criteria for reportability. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's spo2 would not function. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.